Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit needs a printer, device would print intermittently.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse found that the device printer would print intermittently. The fse replaced the printer to resolve the issue. The fse then verified the operation of the printer. The unit passed all functional testing.